Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Initially, it was reported that during the physician decided to not use the lens because it was too small. Through follow up it was learned that the physician implanted the lens; however, it was removed as he had made the incision site too small. The incision was enlarged and a suture was required. There was no vitrectomy or serious injury reported. The procedure was completed successfully using a backup lens with same model and diopter size. There was no quality issue with the product. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 07/19/2017. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site; however, product testing is not required since no quality issue with the lens was reported. Customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.